Event description:
Related manufacturer reference number: 3006705815-2024-00843. It was reported that the patient was unable to set their ipg into MRI mode. Further investigation revealed high impedance on a lead. Additionally, it was reported that patient experienced ineffective therapy. Surgical intervention was undertaken wherein the leads were explanted and replaced. Therapy restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.